Manufacturer narrative:
The device was evaluated by a third party service provider and the reportable malfunction of b30 communication error and image loss when receptacle is moved was confirmed. The device is not expected to be returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had a b30 error and image loss when the scope paddle was moved in the receptacle. In addition, the receptable was observed to be worn. The issue was discovered during preparation before use. The diagnostic gastroscopy procedure was cancelled. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.